Manufacturer narrative:
(B)(4). The returned tria soft ureteral stent was analyzed, and a visual evaluation noted that the device was found detached at the shaft middle section. Also, under magnification it was possible to observe that the bladder section near the detachment has a struggle mark. No other problems with the device were noted. The reported event was confirmed. Based on the product analysis, it was possible to observe that the stent was manipulated and it has the shaft middle section detached, this failure could have been cause due to an excess of force applied when unpackaging the device, also the handling and interaction with other devices can contribute to the reported event. Additionally, a struggle mark was found near the detachment. Most likely an improper interaction with the suture string can lead to the damage found. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an tria soft ureteral stent was opened to be used during a ureteroscopy with lithotripsy procedure in the right kidney performed on (B)(6) 2021. During the procedure, it was found that the stent has been broken along the shaft inside the sterile packaging. The procedure was successfully completed with another tria soft ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as "no patient complications".